Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage. There was a significant amount of blood on the delivery device, inside the delivery tube and on the seal. The loading device was not returned. The seal was extended outside of the delivery tube; it remained anchored to the tension spring assembly. The spring assembly was advanced about a third of it was outside of the delivery tube. The green slide lock was unlocked and white plunger was depressed on the delivery device. Additional eval is required. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal did not completely open when deployed within the aorta. A second heartstring iii was used and the seal did not deploy completely from the delivery device when the plunger was pushed. The hospital did not report any pt effects.